Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal cracked while loading the seal into the delivery tube, and second seal did not deploy out of the delivery tube into the aorta. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation : the device was received, the seal out of the delivery tube and the foam retainer still on the plunger. The complaint is not confirmed.